Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device displayed error message e433. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error e433 is most likely attributable to a defect on the motherboard. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (fse) reported the device alarmed and restarted, but did not specify the error message. The event occurred during inspection for use prior to a therapeutic hysteroscope. The facility finished the procedure with another device. There was no patient harm reported and the patient was not under sedation at the time of the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.